Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2019, the patient reported that she experienced high blood glucose level of 600 mg/dl and diabetic ketoacidosis on (B)(6) 2019, as she was laying down and watching television, she felt nauseous, vomiting and had abdominal pain. The patient tried to treat herself with a bolus but on the night of (B)(6) 2019, she was hospitalized for high blood glucose level and diabetic ketoacidosis where she received unspecified medication via intravenous route and insulin syringe as corrective treatment. Her blood glucose level was in the range of 500 mg/dl when she was admitted to the hospital. The patient removed the infusion set from the body and noticed that the cannula was bit bent. She was still in the hospital at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.